Event description:
The delta coil stretched during inserting into the target aneurysm. Additional information received from the affiliate indicated that the coil was pushed and pulled several times for placement when it stretched. It was during repositioning when it occurred. No resistance was felt during coil introduction and the coil didn't break nor get separated. The coil was withdrawn, replaced with another one and the procedure was completed with no patient injury reported. The type of microcatheter used was sl-10 (45) and the level of tortuosity was medium.

Manufacturer narrative:
The deltapaq cerecyte microcoil 3 mm x 6 cm coil stretched during inserting into the target aneurysm. I occurred during repositioning; the coil was pushed and pulled several times for placement when it stretched. No resistance was felt during coil introduction and the coil didn't break nor get separated. The coil was withdrawn, replaced with another one and the procedure was completed with no patient injury reported. The type of microcatheter used was sl-10 (45). It was reported that there was medium vessel tortuosity. The coil was returned unsheathed, unprotected, and damaged inside the returned packaging. The first secondary winding off the ball tip has been damaged. The coil has been kinked and twisted away from the remaining secondary coils. Except as noted the remainder of the coil is undamaged. If this coil damage occurred during repositioning of the coil inside the aneurysm, then a most likely contributing factor to the coil damage may have been due to distal interference and/or from the coil being anchored. It is possible that distal interference and/or anchoring of the coil during repositioning may have occurred due to the coils already dwelling inside the aneurysm, the complaint coil itself, the distal tip and/or the angle of the microcatheter in relationship to the aneurysm's neck. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, cautions "if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system." It is further cautioned that "if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter." In addition, without the return of the sl-10 microcatheter used in the procedure, it cannot be determined if this component contributed to the reported event. Although a definitive conclusion cannot be made, excessive force with the reported pushing and pulling of the coil for placement may have contributed to the event. A review of the manufacturing documentation associated with this lot and analysis of the returned device presented no issues related to the manufacturing or inspection process that can be related to the reported complaint. It is possible that procedural factors may have contributed to the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The deltapaq cerecyte microcoil 3 mm x 6 cm coil stretched during inserting into the target aneurysm. I occurred during repositioning; the coil was pushed and pulled several times for placement when it stretched. No resistance was felt during coil introduction and the coil didn't break nor get separated. The coil was withdrawn, replaced with another one and the procedure was completed with no patient injury reported. The type of microcatheter used was sl-10 (45). It was reported that there was medium vessel tortuosity. The device has not been returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Although no definitive conclusion can be made, based on the available information, excessive force with the reported pushing and pulling of the coil for placement may have contributed to the stretching of the coil. Based on the device history records there is no indication of any manufacturing issues impacting the reported event. Therefore, no corrective actions will be taken at this time.